Event description:
It was reported that high impedance was observed on the patient's vns during interrogation. Chest x-rays were performed and the physician was unable to identify a lead fracture. The vns output currents, including autostim, were programmed off. The patient was referred for vns replacement surgery. A review of device history records revealed that the generator and lead passed quality control inspection prior to distribution. The x-rays images have not been reviewed by the manufacturer to date. No relevant surgical intervention is known to have occurred to date. No additional relevant information has been received to date.